Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the power cable required replacement due to damage. The system then passed the system checkout and was found to be fully functional. The replaced power cable was discarded and will not return to the manufacturer.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the power cable had cracked and the inner wires were exposed. There was no patient present when this issue was observed.